Manufacturer narrative:
Corrected date of event: (B)(6) 2017. Corrected occupation: health professional. Additional information: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the reported dialyzer shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify all lot numbers for the reported dialyzer shipped to this account within the selected time frame. A shipment history search was performed of the reported dialyzer shipped to the facility for the 3 year time frame which immediately preceded the event occurrence date. No information was found and no dialyzer products were identified during this review, which sought to identify the most recent delivered lot number shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the shipment history search, a manufacturing review was not able to be performed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
.A user facility's nurse manager reported that there was a blood leak occurred on the blood chamber of the crit-line iii bloodchamber ii device halfway through a patient's hemodialysis (hd) treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible on the crit-line iii module, the complainant indicated it as being a connection issue. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). The patient was re-set up with a new bloodline, dialyzer, and blood chamber, and then the hd therapy was continued and successfully completed without any issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Additional information: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the reported dialyzer shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify all lot numbers for the reported dialyzer shipped to this account within the selected time frame. A shipment history search was performed of the reported dialyzer shipped to the facility for the 3 year time frame which immediately preceded the event occurrence date. No information was found and no dialyzer products were identified during this review, which sought to identify the most recent delivered lot number shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the shipment history search, a manufacturing review was not able to be performed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility's nurse manager reported that there was a blood leak occurred on the blood chamber of the crit-line iii blood chamber ii device 5-10 minutes after initiation of the patient¿s hemodialysis (hd) treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible on the crit-line iii module, the complainant indicated it as being a connection issue. The patient's estimated blood loss (ebl) was noted as being approximately 25-50 cubic centimeters (cc). The nurse attempted to re-seat the crit-line iii module without success. The patient was re-set up with a new bloodline, dialyzer, and blood chamber, and then the hd therapy was continued and successfully completed without any issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The crit-line iii blood chamber ii and the optiflux dialyzer assembly were not available to be returned to the manufacturer for evaluation as both devices were discarded by the user facility.

Event description:
A user facility's nurse manager reported that there was a blood leak occurred on the blood chamber of the crit-line iii bloodchamber ii device halfway through a patient's hemodialysis (hd) treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible on the crit-line iii module, the complainant indicated it as being a connection issue. The patient's estimated blood loss (ebl) was noted as being approximately 25-50 cubic centimeters (cc). The patient was re-set up with a new bloodline, dialyzer, and blood chamber, and then the hd therapy was continued and successfully completed without any issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.